Event description:
It was reported that a pt underwent a surgical procedure for "total knee arthroplasty" on (B)(6) 2019 and prineo skin closing system was used. The pt developed a reaction to the product about 1 day after the procedure. The pt was reported and observed to have symptoms of redness, itching, and blisters to the skin directly adjacent to and around the prineo dressing. The topical skin adhesive was then removed. Treatment included silvadene cream on (B)(6) 2019. Layer of sutures closed by the provider was combination of "#1 polysorb, 0 v-loc, 2-0 polysorb, 3-0 v-loc." The angle of the knee during surgery was reported as flexed and greater than 80 degrees. Preparation before prineo use was 2% chg wipes the night before surgery and the morning before along with chloraprep x 2 used to prep the extremity in the operating room. No known allergies reported for pt with no patch or sensitivity tests performed. FDA safety report ID# (B)(4).